Event description:
An endosseous dental implant was explanted due to a loss of osteointegration. Suppuration and bone loss were noted. The dr reported that the reason for implant loss was due to occlussal overload.